Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the physician suspected premature battery discharge on the device. The battery level of the device had not yet reached elective replacement indicator (eri) level. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.